Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right atrial lead exhibited loss of capture and low impedance. The physician suspected it may have been due to an insulation breach and that the lead may have been damaged when removing the sheath. The lead was removed and replaced with another lead and the issue was resolved. No patient consequences were reported.